Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that starting about a month prior to the report, the patient¿s implant started only lasting three days when it used to last about 1-2 weeks. Additionally, the patient indicated that when they turn the implant on, it will ¿jump.¿ the patient was redirected to follow-up with their health care professional to reprogram the device. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome and spinal pain. It was reported that the patient's ins would "jump" in their stomach when they first had it implanted, and that it stopped for awhile but it started doing it again. The patient clarified that the stimulation was cutting off/on and noted that their first device (replaced due to normal battery depletion) never did that. The patient also reported that they were charging the ins too often and that the battery lasts only 2.5-3 days. The patient noted that the ins shuts off on them if they do not charge. The patient also noted that their ins has over-discharged in the past but that no changes in programming have occurred. Follow-up was conducted.